Event description:
It was reported by the customer's father, that when they take the insulin pump to the hospital to have the insulin pump uploaded, the insulin pump states that the customer has been off the insulin pump for days. The customer's father states that this is not correct information, and wants the insulin pump replaced. No troubleshooting occured, due to the call being disconnected. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.